Event description:
Enseal ethicon endo lab tissue sealer expiration tooth grasper jaws would not open when in use and what did open, would not close. Discontinued use and used another laparoscopic tissue sealer.